Event description:
It was reported that when beginning the prostate procedure, a fiber connection error was received prior to use; the fiber was replaced and the procedure was continued using a second fiber. At 31,508 joules of use, the second fiber cap detached. The procedure was completed using an alternate procedure (the "traditional method"). There was no report of pt injury.